Event description:
It was reported unspecified bd¿ alaris pump had air bubbles. The following information was provided by the initial reporter: "why are there always air bubbles in the tubing causing the alarm to go off all the time? In the middle of surgery it seems I'm always having to deal with the alarm on the pump and having to rid air bubbles in the tubing."

Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. The customer complaint that there's always air bubbles in the tubing causing the alarm to go off all the time could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported unspecified bd¿ alaris pump had air bubbles.the following information was provided by the initial reporter: "why are there always air bubbles in the tubing causing the alarm to go off all the time? In the middle of surgery it seems I¿m always having to deal with the alarm on the pump and having to rid air bubbles in the tubing."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.